Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 12.7 (minimum rate) via an implantable pump for intractable spasticity. It was reported that on (B)(6) 2016, the patient went to the emergency room (ER) because they had withdrawal-like symptoms of itching, was uncomfortable, and had spasms. The patient was diagnosed with a uti and put on antibiotics. The pump was read "today" and the pump showed "pump in safe state." The patient was sent back to the hospital to be treated for symptoms. The hcp pulled the logs, but when the hcp navigated to the logs screen, there was no log data visible. The low reservoir alarm volume was blank, the dose per day was blank, and the reservoir volume was also blank. Programming showed less than one month to eri, but the pump was implanted in (B)(6) 2016. Since the patient was not there in front of the hcp, they were not able to try interrogating again. It was later reported that the pump was replaced on (B)(6) 2016 and was going to be sent back for analysis.

Manufacturer narrative:
Analysis of the pump revealed a power on reset occurred with an undetermined cause. Correction z-3043-2011 no longer applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider. It was reported that the patient did not fall down or hear a critical alarm. No CT scan or other test was performed. It was clarified that on (B)(6) 2016, the patient presented to the clinic with symptoms concerning for pump malfunction. The patient was sent directly to the hospital and underwent pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.